Event description:
It was reported that the device stopped working during a surgical procedure; this was associated by the users to depleted internal batteries since there was maintenance work carried out at the same time at the hospital's electrical energy supply system which led to a mains power outage and, it was assumed that the device ran on batteries until these were depleted. This would incorporate a use error and, the event was initially assessed by dräger as not reportable. The investigation however revealed that the event was related to other conditions and, the initial assessment not to file a report was later revised.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The records in the log file for the doe confirm the observed mains power outage but power was restored six minutes later and, no indication was found that the batteries may have become depleted - this would have led to corresponding alarms but no such record was found in the logs. The log file records further indicate that the readings for fio2 dropped below 10vol%. This may be related to a non-functional fio2 measurement (e.g. Cell used-up) or - under consideration that the readings were true - would indicate that no fresh gas was fed into the breathing system during ventilator operation. Furthermore, an entry was found in the log which will be generated when the auxiliary vacuum pressure drops between a minimum value. The auxiliary vacuum pressure is needed to actuate the valves that control the ventilation and to keep the ventilator diaphragm in place during piston movement. If this vacuum pressure cannot be built-up anymore the system reacts during use with a shutdown of automatic ventilation and generation of a corresponding alarm. Root causes for a drop in vacuum pressure can be multiple, it is impossible to differentiate between these due to lack of information. Finally, another log entry recorded for the period in question indicates that the system failed a leak test instance. This is in coincidence with the reported observation that the workstation was put into use despite it was known that the manual breathing bag was punctured. All in all, there are a few issues with the device and, it is impossible to provide a reliable conclusion about what has happened. Most likely, a shutdown of ventilation has occurred due to the drop in auxiliary vacuum pressure and the other aspects may have worsened the situation. As per report, this did not lead to consequences for the patient. The device is not under a service contract; it was strongly recommended to the user that the device undergoes a full scope of tests against manufacturer¿s specification to remove all deviations before the unit is put back into use.

Event description:
It was reported that the device stopped working during a surgical procedure; this was associated by the users to depleted internal batteries since there was maintenance work carried out at the same time at the hospital's electrical energy supply system which led to a mains power outage and, it was assumed that the device ran on batteries until these were depleted. This would incorporate a use error and, the event was initially assessed by dräger as not reportable. The investigation however revealed that the event was related to other conditions and, the initial assessment not to file a report was later revised.